Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose (bg) levels reached over 20 mmol/l while wearing the pod on the arm between 1 and 4 hours. The patient reported they had no symptoms. The patient called the hospital, and a healthcare professional (hcp) advised the patient to take 6 units of humalog (insulin) before going to the emergency room (ER). The patient took the 6 units of humalog and drove to the ER. The patient was seen by a diabetes technology assistant; the assistant checked for ketones and did blood reading to check the patient¿s bg levels (levels unavailable). The pod was removed and upon removal it was found that the pod¿s cannula was bent. A new pod was applied, and the patient was told to drink a lot of water and was sent to training. The patient was sent home on same day.

Manufacturer narrative:
Updated d4 - model # from pt-000438 to pt-001443. Update d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6220. Updated d4 - primary UDI number from (B)(4) to (B)(4).